Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
"It was initially decided to use a fixed bearing with a 36 mm head, +5 neck length. In opening that femoral head, though, it was noted that the package was contaminated, and it was not opened or presented to the table." The blister package was found to have a crack on the inside and on the outside. The nurse and surgeon did not feel comfortable using the device and used a standard head.